Manufacturer narrative:
Batch review performed on 10 july 2025. Liner: mpact 01.26.2850mhc double mobility hc liner ø28/dme (k092265) lot. 1907478: (B)(4) items manufactured and released on 02-oct-2019. Expiration date: 18-sept-2024. No anomalies found related to the problem. To date all items of the same lot have been sold with no similar reported event during the period of review. Other device involved: cup: mpact 01.32.150mb mpact dm acetabular shell ø50 (k143453) lot. 1907408: (B)(4) items manufactured and released on 27-jan-2020. Expiration date: 2025-jan-18. No anomalies found related to the problem. To date all items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 4 years 11 months from the primary surgery, the patient came in reporting pain due to a dislocation of the liner from the cup. The cause of the dislocation is unknown. The surgeon revised the liner to semi-costrained, the head to another medacta head and the cup to a competitor's. The surgery was completed successfully.